Event description:
The hospital biomedical engineer advised that there was an overdose of a narcotic. A two channel pump was in operation when the event occurred. Hospital stated they believe this was a user error, and believe that the pump was changed from the rate calculation mode to the dose by the user. No additional information was provided.